Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to the FDA.

Event description:
Philips received a complaint from a customer when they were starting the system the c arc could only be moved manually. After a restart, the system would not reboot again. The pt was under anesthesia.